Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up in clinic, backup due to firmware update was observed on the device. The device restoration was performed successfully. The patient was stable.